Event description:
This case was initially received via regulatory authority ((B)(6) agency of medicines and medical devices, reference number: (B)(4)) on 05-aug-2021. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') and device breakage ('the implants removed but there are still remains ') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion intervention required), device breakage (seriousness criterion medically significant), abdominal distension ("gas"), pruritus ("itching"), facial paralysis ("two facial paralyses") and complication of device removal ("there are still remains (refered to essure after removal)"). The patient was treated with surgery (medical device removal). Essure was removed. At the time of the report, the abdominal pain, abdominal distension, pruritus and facial paralysis outcome was unknown and the device breakage and complication of device removal had not resolved. The reporter provided no causality assessment for abdominal distension, abdominal pain, complication of device removal, device breakage, facial paralysis and pruritus with essure. The reporter commented: that she had the implants removed but there are still remains so she will have to undergo another surgery. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (spanish agency of medicines and medical devices, reference number: (B)(4)) on 05-aug-2021. The most recent information was received on 20-aug-2021. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') and device breakage ('the implants removed but there are still remains') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion intervention required), device breakage (seriousness criterion medically significant), abdominal distension ("gas"), pruritus ("itching"), facial paralysis ("two facial paralyses") and complication of device removal ("there are still remains (refered to essure after removal)"). The patient was treated with surgery (medical device removal). Essure was removed. At the time of the report, the abdominal pain, abdominal distension, pruritus and facial paralysis outcome was unknown and the device breakage and complication of device removal had not resolved. The reporter provided no causality assessment for abdominal distension, abdominal pain, complication of device removal, device breakage, facial paralysis and pruritus with essure. The reporter commented: that she had the implants removed but there are still remains so she will have to undergo another surgery. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 20-aug-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.